Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported her daughter's insulin pump alarmed off no power and then shut down. Customer's blood glucose is 471 mg/dl. She is treating with corrective doses of insulin. Customer did not receive a low battery alert before shutting off. Troubleshooting found no anomalies. Customer was advised to insert a fresh energizer battery and monitor the device. Nothing further reported.